Event description:
It was reported that the patient with this Implantable Neurostimulator (INS) experienced uncomfortable stimulation since implantation. Multiple programming adjustments were attempted without resolution. The patient reported discomfort and stimulation radiating down the leg, including during a period when stimulation was reportedly turned off. Additional information received indicated that the device was subsequently explanted. No further patient complications were reported.

Manufacturer narrative:
Block D2b:Additional Pro Code: QON. Block G4:PMA Number: P190006.Block H11:Investigation Results:Block H11.Investigation Details:The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A Risk Review was completed and confirmed that the events of Undesired Sensations, Non Target Stimulation Area was defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Known Inherent Risk of Device.